Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Tracking and trending reports for the past year were reviewed based on the product line and reported issue. The review identified a tripped trend and an investigation was completed. No product issue was identified. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: the customer experienced a low glucose readings issue with the adc device. The initial sensor provided a reading of 74 mg/dl compared to a blood glucose measurement of "close to 280" from an unknown device. The customer noted that "over a period of 8 hours, it continued to go down and beep that their sugar was low" to which the customer self-treated with glucose and consumed food as treatment. After another 8 hours had passed, the customer performed another blood test and found that their glucose levels were "over 350". They experienced symptoms of feeling sick and acidosis. They were able to self-remove the sensor. A few hours after that, the customer applied another sensor and found that the new sensor provided readings that were "120 to 160 points" above what the previous readings were showing. They removed this new sensor and replaced with another sensor. They found "the same thing" was happening with this newest sensor. It was noted that the customer tried an additional two more sensor, totaling 5 sensors that allegedly provided high and low readings issues. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. There was no report of third-party treatment due to this issue. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. This is 3 of 8 MDR submission as mw5182160 is associated with medwatch# mw5182159, mw5182165, mw5182161, mw5182162, mw5182163, mw5182164, mw5182166. There were 4 additional sensors reported (unknown, unknown, unknown, unknown) and they have been captured under this submission. The date of event is unknown. The dates entered in section b is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: the customer experienced a low glucose readings issue with the adc device. The initial sensor provided a reading of 74 mg/dl compared to a blood glucose measurement of "close to 280" from an unknown device. The customer noted that "over a period of 8 hours, it continued to go down and beep that their sugar was low" to which the customer self-treated with glucose and consumed food as treatment. After another 8 hours had passed, the customer performed another blood test and found that their glucose levels were "over 350". They experienced symptoms of feeling sick and acidosis. They were able to self-remove the sensor. A few hours after that, the customer applied another sensor and found that the new sensor provided readings that were "120 to 160 points" above what the previous readings were showing. They removed this new sensor and replaced with another sensor. They found "the same thing" was happening with this newest sensor. It was noted that the customer tried an additional two more sensor, totaling 5 sensors that allegedly provided high and low readings issues. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. There was no report of third-party treatment due to this issue. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device. However, no product has been received at this time despite follow up attempts by adc. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and the product; no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: the customer experienced a low glucose readings issue with the adc device. The initial sensor provided a reading of 74 mg/dl compared to a blood glucose measurement of "close to 280" from an unknown device. The customer noted that "over a period of 8 hours, it continued to go down and beep that their sugar was low" to which the customer self-treated with glucose and consumed food as treatment. After another 8 hours had passed, the customer performed another blood test and found that their glucose levels were "over 350". They experienced symptoms of feeling sick and acidosis. They were able to self-remove the sensor. A few hours after that, the customer applied another sensor and found that the new sensor provided readings that were "120 to 160 points" above what the previous readings were showing. They removed this new sensor and replaced with another sensor. They found "the same thing" was happening with this newest sensor. It was noted that the customer tried an additional two more sensor, totaling 5 sensors that allegedly provided high and low readings issues. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. There was no report of third-party treatment due to this issue. Based on the information provided, there was no report of serious injury associated with this event.